Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went on site and performed a visual inspection as well as functional analysis of the system. No parts were returned to the manufacturer. On site analysis of the system showed that the system passed all inspections. In the logs, it was found that the unit was unplugged for a while.

Event description:
Medtronic received information regarding an imaging device being used "for a" outside of a procedure. It was reported that the system had been charged overnight and when unplugged and moved, the entire system lost all power. No patient was present at the time of the event.